Manufacturer narrative:
Section a patient information: patient identifier of multiple is (B)(6). No additional patient information is available. Section e1 initial reporter establishment name has character limitation, the additional name is huazhong university of science and technology. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, and 510k/PMA/bla of k191595. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer generated false positive architect stat high sensitive troponin-I on 2 patients that were questioned by the physician. Sid (B)(6), beckman 10.7 pg/ml (beckman female reference range <11.6), sid (B)(6), beckman 19.3 pg/ml (beckman female reference range <11.6). Sid (B)(6), architect 1183.6 pg/ml (architect female reference range < or = 15.6), sid (B)(6), architect 1998.2 pg/ml (architect female reference range < or = 15.6). Sid (B)(6), roche 46.6 pg/ml (roche reference range <14 normal, 15-52 myocardial injury, >52 myocardial infarction). Sid (B)(6), roche 62.1 pg/ml (roche reference range <14 normal, 15-52 myocardial injury, >52 myocardial infarction). Sid (B)(6) mindray 519.82 pg/ml (mindray reference range <40), sid (B)(6) mindray 867.44 pg/ml (mindray reference range <40). The patients were 27 day old female twins that were hospitalized due to the high troponin results. There was no related clinical presentation. The patients had perilabial cyanosis at birth so the troponin was performed. The patients did not receive treatment or medication for the high troponin and there was no adverse harm due to hospitalization. No impact to patient management was reported.

Manufacturer narrative:
No return specimens were provided by the customer. A review was performed for any trends and all customer complaints received for this issue. The review of this data showed slightly increased complaint activity for the reagent lot, however the ticket trending did not identify any trend for the complaint lot and issue. Device history record review did not identify any non-conformances or deviations with the complaint lot or complaint issue. In-house testing with retained kits showed all specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate for the complaint issue. Abbott has not established expected ranges for female patients < 21 years old. Based on the investigation, the device met performance specifications and performed as intended at the customer site.

Event description:
The customer generated false positive architect stat high sensitive troponin-I on 2 patients that were questioned by the physician. Sid (B)(6) beckman 10.7 pg/ml (beckman female reference range <11.6). Sid (B)(6) beckman 19.3 pg/ml (beckman female reference range <11.6). Sid (B)(6) architect 1183.6 pg/ml (architect female reference range < or = 15.6). Sid (B)(6) architect 1998.2 pg/ml (architect female reference range < or = 15.6). Sid (B)(6) roche 46.6 pg/ml (roche reference range <14 normal, 15-52 myocardial injury, >52 myocardial infarction). Sid (B)(6) roche 62.1 pg/ml (roche reference range <14 normal, 15-52 myocardial injury, >52 myocardial infarction). Sid (B)(6) mindray 519.82 pg/ml (mindray reference range <40). Sid (B)(6) mindray 867.44 pg/ml (mindray reference range <40). The patients were 27 day old female twins that were hospitalized due to the high troponin results. There was no related clinical presentation. The patients had perilabial cyanosis at birth so the troponin was performed. The patients did not receive treatment or medication for the high troponin and there was no adverse harm due to hospitalization. No impact to patient management was reported.